Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found normal device characteristics.

Event description:
It was reported that one hour post-implant upon interrogation, high atrial impedance was observed. It was discovered that the lead had retracted out of the pulse generator connector. The pocket was reopened and the device was explanted and replaced.